Event description:
It was reported that the guide wire got stuck on removal from the patient. Surgical intervention was required to extract the guide wire. All parts of the wire were removed with surgical exploration and difficulty. X-ray was taken to check patient.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
(B)(4). It is unknown if the device is available for evaluation. The device (catalog#) is not intended for sale in the us. However, a component in the set is sold in the us.

Event description:
It was reported that the guide wire got stuck on removal from the patient. Surgical intervention was required to extract the guide wire. All parts of the wire were removed with surgical exploration and difficulty. X-ray was taken to check patient.